Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The downstream sensor pressure range test was performed. The issue was not confirmed. The pump passed the sensor pressure range test at 23.4 psi. The pump was able to be calibrated with no errors. The event log showed multiple entries of downstream occlusion alarm. The downstream sensor will be replaced.

Event description:
It was reported that a smiths medical pump failed occlusion test. No adverse patient effects were reported.